Event description:
This x-ray system had a vessel measurement error (size selection) and a too small stent was used in the procedure. The stent had to be inflated to complete the procedure.

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.